Event description:
Caller reported that a malfunction occurred on the pump, with no events leading to the issue. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged to send a replacement pump with updated software, provided storage mode instructions, and directed the caller to return the faulty pump within 10 days. The caller was informed that training would be accessible through their tandem source account. There was no immediate backup therapy available, and the caller planned to consult their healthcare provider.